Event description:
Per phone conversation in 2006 or rep is reporting that during a shoulder procedure a portion of the distal tip of the inserter of one of the bioknotless anchors broke off into the anchor and remains therein within the patient. The other 2 reported anchors had their shafts bend slightly without any breakage. The case was concluded successfully without further incident or harm to the patient.